Event description:
It was reported that during planned lead revision for ineffective therapy with high impedances [manufacturer reference number:3006705815-2026-01960]. The lead was found to be outside of the epidural space and the anchor broken, as a result the lead and anchor were also replaced to address the issue.

Manufacturer narrative:
Event date is unknown. Further information was requested but not yet received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.